Event description:
It was reported that the lead had perforated. One week post- implant, pacing impedance and r-wave sensing had dropped considerably. Loss of capture at high outputs was also noted the patient was asymptomatic and echo showed no pericardial effusion. The physician decided to explant and replace the lead. The lead was discarded during the surgical procedure; hence, it will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 19 mg/dl and 135 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.